Manufacturer narrative:
The reported event that some of the internal pieces fell out could be confirmed. Within visual examination of the returned devices (distractor, additionally returned activation rod and activation key) it was revealed that the distractor was detached in its three main parts (driveshaft, distraction body with rigid footplate and sliding footplate). The thread of the sliding footplate shows scratches and grooves as well as material bulging resulting from turning in counter clockwise direction. Furthermore the coupling area of the activation rod shows pressure marks in counter clockwise direction. Moreover the additional returned activation key shows slight pressure marks in clockwise direction but also strong pressure marks in counter clockwise direction at the assembling area. A complete functional check could not be performed as the distractor was detached in its three main parts. Nevertheless after reassembling of the main parts it could be verified that the thread was smooth turning in the sliding footplate. Based on the performed technical investigation of the returned device components the root cause could be clearly identified and attributed to a usage related handling issue by turning the device in the wrong direction (counter clockwise) instead of correct direction (clockwise). Indications for a design, material or manufacturing related issue could not be found in the investigation. Therefore no corrective and/or preventive action is deemed to be necessary at this time.

Event description:
It was reported by the sales representative that a pediatric mandibular distracter had internal pieces fall out of the device post operatively. The stated disassembly of this device caused a revision surgery to remove the device.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the sales representative that a pediatric mandibular distracter had internal pieces fall out of the device post operatively. The stated disassembly of this device caused a revision surgery to remove the device.